Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va00r8e, implanted: (B)(6) 2012, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was reported that the last time the patient and reported met with his managing healthcare provider (hcp) and manufacturer representative (rep) they said that the patient¿s amplitude at 7.0 was high and that ¿the battery was not going to last.¿ the reporter figured the battery would last five to six years, but it had gone down very quickly. They were also told that once the battery voltage dropped below 2.7 that it was time to have it replaced. The week prior to the report they noticed the battery was at 2.69, the day prior to the report it was at 2.68, and the morning of the report it was at 2.67. The reporter stated that ¿last week to her the patient was kind of shaking, but he got very anxious and over the holiday it had just been a parade of guests, people, and food.¿ the reporter noted that they had not seen an elective replacement indicator (eri) yet. The patient had an appointment for the week after the report. The reporter mentioned concerns about blood thinners for the patient prior to surgery, but did not specifically state the appointment was for surgery. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.